Event description:
It was reported that the customer experienced issues with a blank display on the insulin pump. The customer stated that he had changed the battery four times. The customer's blood glucose was 258 mg/dl. The customer also mentioned that the buttons were not responding to his presses. The customer had originally received a low battery message followed by a no battery notification. The customer changed the battery and a couple of hours later, he began experiencing the blank display issues. Troubleshooting was done. Advised the customer to insert a new aaa alkaline battery, and the customer's display returned. Advised that a replacement battery cap would be sent. The customer also mentioned receiving an unexpected restart alarm. Advised customer to monitor the insulin pump and, if necessary, revert to a back-up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.